Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 16 events were reported for this quarter. Product return status 16 devices were evaluated in the field. Evaluation findings (results/components) 16 devices: material and/or chemical problem identified / coating material product disposition 1 device: scrapped by stryker 15 devices: product disposition is not yet determined additional information 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 16 events for the failure: flaked. - 16 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99089 supplemental rationale corrected data: h11 16 previously reported events were included in this follow-up record. Product return status 16 devices were evaluated in the field. Evaluation findings (results/components) 16 devices: material and/or chemical problem identified / coating material product disposition 16 devices: scrapped by stryker.

Event description:
No change.